Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.